Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 147 mg/dl. It was reported that the customer was hospitalized due to leg pain. The customer reported that the insulin pump alarmed no delivery. The customer was unable to troubleshoot because she did not have another infusion set available. No additional information was provided.